Event description:
It was reported during a liver biopsy under ultrasound, three attempts were made but the device did not obtain any samples. Reportedly, the cannula did not enclose the lesion. There was not a coaxial used. The doctor was able to obtain a sample using another manufacturer's device on the 4th pass. There was no pt bleeding or injury reported. The pt stayed at the facility a little longer for monitoring.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample has not been returned for evaluation to date. Based on the information received, the results are inconclusive and the root cause of the event is unk.